Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the patient passed away on (B)(6) 2021. The patient fell and broke his hip, then was placed on life-support then sent to a rehabilitation facility. The patient was discharged from rehabilitation and placed on a blood thinner, then shortly after fell, hit his head, and passed away. The patient was wearing their pump at the time of death, and it is unknown if auto-mode was activated. The patient's blood glucose at the time of the event was unknown. Further troubleshooting could not be performed. No further patient complications were reported. The deceased customer can no longer use their pump.